Manufacturer narrative:
The product returned was found to have a damaged impeller blade. The blade fully fractured in the analysis and lab runs. The crack and eventual fracture was characteristic of a hard foreign material getting caught between the outlet and impeller blade. The medical facility did not report any calcification or foreign material, or device, that could have caused the blade fracture. This failure mode will be monitored and trended.

Event description:
The complainant placed an impella cp to hemodynamically support a cardiomyopathy patient admitted with possible myocarditis. Upon placement of the impella the pump flows did not rise to expected levels, and so the team explanted the pump and replaced it with a second impella. The second pump supported the patient successfully. Upon return of the pump the low flow were not initially reproduced. With continued running of the pump the impeller blade fractured. Upon review of the pump and imagery of it, the pump had been returned with a blade crack that fully fractured with lab use.